Event description:
The customer reported a "speaker malfunction" inop on the intellivue mx800 patient monitor. Intermittently no sound was coming from the device. No death or patient injury or harm was reported.